Event description:
Patient undergoing extraction of an ureteral stone with holmium laser. During the procedure the laser fiber made an audible "pop" noise and flashed. All staff and the patient were wearing eye protection. There was no evidence of laser contact to skin (of patient or staff). The laser unit and fiber were removed from service and inspected by a biomedical engineer. The laser unit was tested with a test fiber and found to be functioning properly. The blast shield was replaced because it was "damaged." (The blast shield acts as a "fuse" and protects the laser's internal components in the event of a fiber failure.) The laser was placed back in service. The engineer did not inspect the fiber, but it was retained in the event the manufacturer requests to inspect it. The laser fiber is a reusable item. We do keep track of how many times they are used/sterilized. They can be used up to ten times, but usually do not achieve that number. They are inspected and trimmed with a tool after each use.the fibers can be used up to 10 times. We keep track of the times the fiber has been used/sterilized by marking the container the fiber is sterilized in. We have a cutting/triming tool for the fibers according to size. The reuseable fibers are discarded for the following reasons:1. The fiber is trimed to the point that it's too short to reach from the laser to the sterile field.2. The fiber has been used 10 times.3. After each trim, the fiber is checked with an inspection scope to check for damaged fibers. If there are damaged fibers that can't be trimmed, the fiber will be discarded.4. There is a blast shield on the laser. If this needs to be replaced during a case, the fiber that is being used is dicarded because you can't be sure that the fiber has caused this.fiber failure can cause injury to staff/patient, but in this case there was no adverse outcome.